Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00257. It was reported both the patient's leads had migrated. X-ray confirmed the migration. Surgical intervention took place in which the leads were explanted and replaced. Therapy was restored.